Event description:
It was reported the 355sd was used during a laparoscopy. It was reported there was a leak and the trocar would not hold co2. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.43698. Date sent: 11/10/1998. D5,6; h4: info not available, device not returned for analysis.